Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred while the pump was in the sun. The customer put the pump into a cooler with water, and subsequently a malfunction alarm occurred. Customer's blood glucose level ranged between 300-400mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.